Event description:
It was reported that the patient experienced ineffective stimulation. Lead fracture was confirmed via x-ray. Surgical intervention took place on (B)(6) 2022 wherein the lead was explanted and replaced with a new lead addressing the issue. Reportedly, adequate therapy was confirmed post op.

Manufacturer narrative:
Date of event is estimated. Initial reporter phone number: (B)(6).

Manufacturer narrative:
The report event of lead fracture was confirmed. As received, visual inspection showed the returned lead had all the internal lead wires broken. These fractures are consistent with an overstress condition or sudden event the lead was subjected to while still in vivo. The cause of the event is consistent with damage during use